Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis the final assessment is: deflation: observed opening striated on anterior side assessed as surgical damage additional observations: wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. And "¿partial valvular leak¿. Device has been explanted and replaced .

Manufacturer narrative:
Continued b.3 date of occurrence: (B)(6) 2023 and (B)(6) 2023, no clarification as to which date is correct for this record.

Event description:
Healthcare professional reported right side deflation. Additional event of "¿partial valvular leak¿. Device has been explanted.